Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to dislocation occurred (B)(6) 2020. The patient fell and the stem went down, so the joint was too lax, and this led to repeated dislocation. Size 8 humeral stem and ø40/+3 humeral cup were removed and replaced by same size humeral cup and size 10 humeral stem. Primary surgery on (B)(6) 2020.